Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the missing therapy ed software on the therapy pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not deliver defibrillation therapy. After replacing system and therapy pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver defibrillation therapy. There was no report of patient use associated with the reported event.